Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the suction irrigator instrument to perform failure analysis (fa). Fa was able to confirm the reported complaint. The instrument was found to have a broken tip at the distal end. The broken piece was returned with the instrument. Additional observation not reported by site: the instrument was found to have a dislodged snake wrist at the distal end. Isi did receive the seal port accessory to perform fa. The accessory was returned as an associated return. The seal port was unable to be removed due to a broken tip on the suction irrigator's distal end. No damage to the accessory was observed.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip wrist of a suction irrigator instrument was abnormally shaped and would not remove in the standard manner which required removing the entire instrument with trocar attached to arm. Trocar still attached to device that will be returned to company. The procedure was completed with no reported injury.